Event description:
The following has been reported:Biomed reported: Unresponsive and Ghost touch Screen Patient harm: NOA preliminary review of the logs identified the following issue:Random touches registeredAn active infusion was not stopped.Reporting as a conservative measure. No adverse effects were reported.Additional information is needed to complete the investigation.

Manufacturer narrative:
N/A.